Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient is not feeling any effects of stimulation on one of his leads, despite us turning up intensity significantly. This 3777-60 was inserted into the battery 8-15 and is the patients thoracic lead. On impedance check, electrodes 14 and 15 are marked as ¿avoid¿ but these electrodes were not used for programming. The second lead, 3777-75 which is cervical and 0-7 at battery insertion, works as expected and the patient feels stimulation at reasonable amplitudes. Both leads are from original implant in 2010. It should also be noted that the patient did report that the battery had been dead for approximately 8 months and has not been receiving therapy. It could be possible that the lead was manipulated too much during the battery replacement today 4/27/2022, and could have slipped out of the epidural space during surgery, though unlikely. Impedance checks were run in post op, and displayed electrodes 14 and 15 were to be avoided. These electrodes were avoided during programming, but the patient still did not feel stimulation despite this. We had the patient change his position slightly, but this did not seem to help either. No interventions have been taken to resolve the issue. The patient was agreeable to further investigation of the issue at post-op follow up. Programming was performed per standard on both leads.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 30-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep on 2022-jun-15. It was reported that the patient (pt) had x-rays performed postop from the ins replacement. The rep was notified on 2022-may-19 that the leads had moved during the pocket revision/ins replacement. On (B)(6) 2022 the leads were replaced with new leads.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted:(B)(6) 2010 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the x-ray showed that both leads migrated. It was unknown previous that the cervical lead had moved. It was reported that the issue of the patient not feeling stimulation had been resolved with the replacement of the leads. It was reported that during the patient¿s pocket revision the doctor pulled in the leads and both pulled down. It was reported that the explanted leads were discarded. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3777-75 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2022 product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.